Manufacturer narrative:
Model number/catalog number: sc-2317-70,serial number: (B)(4), batch/lot number: 20052361,model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.